Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8; e1; g3; h2; h4; h6 and h11. The device was not returned to olympus for inspection, and the reported failure was not confirmed. The customer was contacted by olympus. The customer will not send the device for repair as the reported failure was not reproduced. The service order was cancelled. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope exhibited image flickers, changes color. The event occurred during inspection for use. There were no reports of patient involvement.